Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the device's sensor board was observed. The device's sensor board needs to be replaced to address the issue.